Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: unable to duplicate the complaint. No defect found. The black box shows the pump was manually suspended on (B)(6) 2015 16:03; deliveries never resumed. A manual time change was made on (B)(6) 2015 from 09:36 to 08:47. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No delivery interruptions or alarms occurred during the testing. The total daily doses correctly reflect the users programmed basal and bolus deliveries. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized in diabetic ketoacidosis (dka), blood glucose of 510mg/dl with moderate ketones, vomiting, and abdominal pain. Patient was treated with IV fluids and insulin via pump. During troubleshooting, customer support found that the basal history did not match the active basal program. This complaint is being reported because the discrepancy was not resolved and the patient experienced dka.